Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
During servicing at zoll, the autopulse platform (sn (B)(6)) failed a functional run-in test due to user advisory (ua) 11 (max patient temperature exceeded). The root cause of the observed ua11 was a failed temperature sensor, likely attributed to the device's aging. The autopulse platform was manufactured in 2015 and is over eight years old, past the expected serviceable life of five years. Upon visual inspection, missing screws and a crack on the bottom enclosure were noted. The observed physical damage was likely attributed to user mishandling. The missing screws and damaged parts were replaced to address the observed physical damages. The temperature sensor was replaced to address the observed ua11. Following part replacement, the load cell characterization check was performed, and both load cells functioned within the specification. The autopulse platform was further tested with instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes each with no issue. Following service, the brake gap inspection was performed, and the brake gap was verified to be within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During servicing at zoll, the autopulse platform (sn 33151) failed a functional run-in test due to user advisory (ua) 11 (max patient temperature exceeded). No patient involvement.